Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-01524. 3006705815-2019-01527. It was reported that the patient was experiencing an infection at the ipg and lead incision sites. The patient has been placed on antibiotics.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.